Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Analysis of the system log file showed that the issue was due to the power supply. During troubleshooting, the rse identified that the fuse from gig module was blown. Rse instructed the customer to replace the blown fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error while booting up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.